Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a blood glucose level of 452 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 300 mg/dl. Customer also reported receiving a no delivery alarm. During troubleshooting, the insulin pump did not show any sign of malfunction and was not replaced or returned for analysis.